Event description:
It was reported the patient had a loss of therapeutic effect. It was stated one week prior to report, the patient had gone to the hospital for abdomen pain and the stimulation did not work well on their symptoms. It was stated the patient had increased the stimulation from 7v to 7.5v and continued to increase. It was noted the patient tried to increase the stimulation all the way to 9v and felt stimulation but not as high as they used to. It was stated the patient used to feel a jolt when they were up around 7.45v. It was stated the patient¿s back ache was pretty bad. It was further reported the patient still had concerns regarding their device or therapy and they had an appointment scheduled in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).